Event description:
Complainant alleged that during biomed testing the device's battery compartment was warped and the device was unable to power on via battery. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.